Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for analysis all intact, but the battery compartment had contamination. Performed functional tests. The reported problem could not be duplicated. The pump passed all functional tests. No faults found during testing. Device passed functional/delivery tests. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue:the downstream occlusion sensor was replaced as a preventative measure.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "constant cassette not attached alarm with cassette attached" alarm. No patient injury reported.